Event description:
Following placement of coronary artery stents in the right circumflex and lad coronary arteries, a cutting balloon catheter was placed in the proximal - mid lad and was inflated. The physician was unable to position the balloon beyond the proximal vessel due to poor guiding catheter support and it was subsequently removed. The maverick 2.0/15 mm balloon was positioned, but would not inflate beyond 4 atms and was subsequently removed. A cutting balloon was then positioned and inflated. Followup angiography revealed significant pericardial staining. The catheter was removed. Another maverick balloon catheter was positioned and inflated at the location of the suspected perforation. The pt developed signs of tamponade and required intubation. Pericardiocentesis was performed with resolution of the tamponade. After placement of stents in the mid lad, angiogram revealed evidence of early thrombus formation at the proximal mid section of the stented lesion. The pt's condition remained stable under observation and was transferred to ICU in stable condition. Approximately 2 hours after the procedure, the pt developed chest pain at what appeared to be the pericardiocentesis site, but was otherwise stable. Intravenous morphine sulfate was given. Approximately 10 minutes later, during arterial line insertion, the pt became unresponsive requiring initiation of full cardiac resuscitation. The pt subsequently expired. (Same case as MFR's report#2024805-2004-00010)